Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: extension. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: extension. Product ID 3387s-40, lot# v657037, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID 3387s-40, lot# v650839, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The healthcare professional reported that on (B)(6) 2011 a patient whose indication for use is parkinson's dual reported red scaley patch on the right side of the patient's forehead, 1% cortisone cream was ordered. Drainage had started on (B)(6) 2011. On (B)(6) 2011 there was some drainage which was secondary to a stitch infection which was cultured behind the right ear. (B)(6) 2011 the patient was started with augmentin. On (B)(6) 2011 the patient underwent debridement of the wound. On (B)(6) 2011 there was a right occipital scalp wound which continued to drain and at that time the patient was referred to an infection doctor. Intravenous antibiotics were started, vancomycin 2 grams, 12 degree coagulase negative staph in wound. On (B)(6) 2011 it was noted that the wound was looking clean and healed. There was some swelling below the scar and antibiotics were continued. On (B)(6) 2011 the patient was switched to clindamycin at 300mg. The patient was seen on (B)(6) 2012 and continued swelling was noted at previous scalp wound site and implantable neurostimulator at that time. The decision was made to remove the deep brain stimulator system, generator and extension removal, on (B)(6) 2012. On (B)(6) 2012 a new ins and extensions were placed following 6 months of no signs of infection.